Event description:
It was reported the patient presented for follow-up in clinic. During interrogation, it was discovered the ventricular leadless pacemaker (lp) exhibited low implant to implant communication likely caused by orientation. The lp was explanted and replaced. There were no patient consequences.